Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application was interrupted due to an operating system upgrade on the smart device. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of g5 mobile application interrupted due to an operating system upgrade on the smart device could not be determined. A root cause could not be determined.